Manufacturer narrative:
Reported event: the event reported that a bone pin, 3.2mm x 140mm sheared off in the femur of a patient. Device evaluation and results: the device broke during a pka case in the femur of the patient. The recovered piece of the device was discarded at the customer site per communication logs. Device history review: review of device history records indicate that a quantity of (B)(4) parts were manufactured and accepted into (B)(4) final stock on 07/12/2016 per the (B)(4) inspection records. Complaint history review: a review of complaints in (B)(6) database for p/n 143140, l/n w47889 shows three (3) complaints related to the failure in this investigation. The pr#s are (B)(4). Conclusion: the broken tip of the device was left in the patient and the recovered piece was discarded at the customer site. The failure was confirmed. In addition, per communication logs, the array stabilizers were not used in the case. This is a indication of improper use. This can be a reason for fracture of the pin. Corrective action / preventive action: a review of stryker¿s nc/CAPA database indicated there has been one CAPA associated with the product and failure mode reported in this event. The CAPA completed in the (B)(6) system is CAPA (B)(4). Nc (B)(4) initiated for related failure/harm combination for 3.2 mm bone pins. The device was not returned to manufacturer.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. Both pins broke off in the patient while being extracted.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotic arm interactive orthopedic system. Both pins broke off in the patient while being extracted.